Event description:
On (B)(6) 2012, the reporter contacted animas to report that on (B)(6) 2012 the patient obtained the blood glucose reading of 200 mg/dl, which was a low reading for the patient. At that time, the patient experienced the symptoms of nausea and she felt faint. The patient noted her husband was going to take her to the emergency room. The patient was unable to perform any pump troubleshooting at the time of the call. The technical support representative contacted the patient several times to perform troubleshooting and to obtain and verify information, however was unable to reach her by telephone. The patient's status, blood glucose levels, and any treatment received at the hospital are unknown. The patient allegedly suffered symptoms suggesting severe hypoglycemia while using the pump, and received emergency medical attention. Therefore this complaint is being reported.

Manufacturer narrative:
(B)(4): a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.